Event description:
It was reported that the pt has experienced intermittency recently with his processor, the externals have been replaced but sound remains intermittent. Testing carried out at the clinic showed that the device has malfunctioned. There are no reports of head trauma, or pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.